Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome. It was reported that the patient experienced shocking, a loss of therapy, pain, and a return of symptoms that had been occurring daily. The patient was incarcerated and was feeling shocking when passing security gates and he didn't have his programmer with him. The patient's reflex sympathetic dystrophy symptoms were returning and his left foot was turning inward. Additional information has been requested regarding troubleshooting and outcome, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Event description:
Additional information received from the rep reported that the patient had cancelled the appointment because he had to go to court. His nurse will call back to reschedule an appointment. If additional information is received, a follow-up report will be submitted.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient charged up his device and as soon as he went to turn it on he felt a shocking, buzzing, and stabbing sensation. The patient was around a lot of electromagnetic interference due to being in prison. It was noted that the patient had been given flexeril. The rep was to meet with the patient on (B)(6) 2016 and had not yet taken any impedance measurements. It was noted that the rep had not heard of any falls or trauma. Additional information has been requested regarding troubleshooting and outcome, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted